Event description:
It was reported that during a cryo ablation procedure, the patient's blood pressure decreased during an ablation. An echocardiogram was performed and confirmed pericardial effusion and cardiac tamponade. Treatment was performed and the patient¿s blood pressure recovered. The case was aborted. The patient was treated in the intensive care unit (ICU). It was surmised that the catheter placed in the right atrium was misaligned and caused damage near the atrial appendage. No further patient complications have been reported asa result of this event.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic unknown; product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the patient temporarily developed atrial fibrillation during the procedure and was treated with electrical defibrillation. It was surmised that the defibrillation may have misaligned the device in the right atrium, prior to the damage caused near the atrial appendage. The treatment performed in the intensive care unit (ICU) was pericardiocentesis and both cardiac tamponade and pericardial effusion were confirmed by echocardiography.